Event description:
It was reported that on (B)(6) 2013 the motor seized. There was no patient involvement. There were no adverse patient consequences were reported.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 10/30/2013.in addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. Upon evaluation, the cpc connector was misaligned.